Event description:
It was reported the stimulation was turned off last saturday, but the patient was feeling an intermittent surge of stimulation. The device was checked, and the patient had turned the device off with the magnet 'set' as well. The patient had not been using the device for a few years, and no surgical intervention was planned. The patient was going through cancer treatments and was going to revisit the issue when treatments were complete.

Manufacturer narrative:
Product ID 748925, serial# (B)(4), implanted: 2004 (B)(6), product typ extension, product ID 7434a, serial# (B)(4), product typ programmer, patient, product ID 3587a, lot# lc0184, implanted: 2004 (B)(6), product typ lead, product ID 3587a, lot# lc0184, implanted: 2004 (B)(6), product typ lead. (B)(4).